Event description:
Potential problem with physio-control lp-20 defibrillator: unit has a user test function which the medical staff uses to check the unit on each shift. This test, when executed successfully and passed, is intended to assure the staff member that the defibrillator has no problems and is working ok. Today, while checking out an lp-20 defibrillator that had a faulty discharge switch on one of its paddles, I verified that the unit would pass its user test, even though it had a faulty switch which prevented it from being discharged. This could potentially result in staff trying to use a non-functioning defibrillator in a code blue situation, resulting in failure to deliver the shock needed to resuscitate the pt. I also suspect that this problem can occur with the physio-control lp-12 model defibrillator as well. Neither of these models are equipped with a built-in test load, so there is no means of actually testing for delivered energy that may be used by the staff in a clinical setting. No harm has occurred to any pt in our facility because of this condition thus far.